Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Follow-up has been made to obtain clarification to the ablation catheter and the generator used. However, no further information has been made available. If additional information is received, a supplemental 3500a report will be submitted to the FDA. Concomitant products: thermocool smarttouch bidirectional sf catheter, us catalog #: d134805, lot #: 17685774l. Distributed - acunav 8f-90 catheter, us catalog #: 10135936, lot #: qe173986. Carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The physician worked in the right atrium and planned to work next in the left atrium. During the transseptal phase, a pericardial effusion was detected via intracardiac echocardiography (ice). The pericardiocentesis yielded 200 ml. The patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects in the electrophysiology lab. There were no patient factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it may have occurred during transseptal phase. Transseptal puncture was performed with an unspecified needle. There is no sheath information. The generator was set on power control mode with average power at 35 watts (titrated), temperature of 22 degrees celsius, contact force range of 12-18 grams, impedance range from 96-110 ohms. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min on stand-by, 8 ml/min while ablating at less than 30 watts, and 15 ml/min while ablating at greater than 31 watts. Patient received anticoagulant (heparin) during the procedure. Activated clotting time (act) was not checked during anticoagulation period. Post adverse event and post-protamine act was 164 seconds. There is no information regarding shaft proximity interference value. Thermocool smarttouch unidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch unidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. A temperature error populated on the generator with a thermocool smarttouch bidirectional sf catheter that was previously used during this procedure. There was no temperature on the generator and they were unable to go on ablation. The cable was replaced with no resolution. They replaced this catheter with the thermocool smarttouch unidirectional sf catheter and this issue resolved. This temperature issue was assessed as not reportable. The ablation could not be performed since there was no radiofrequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. It was also reported that while the physician was attempting to obtain images of the left atrium using the distributed acunav catheter, the image was not clear and had a circular ring. They reconnected the probe and the swift link and reset the settings with no resolution. They replaced this catheter and the issue resolved. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The assessment was made to report the adverse event under the thermocool smarttouch unidirectional sf catheter which was the last ablation catheter used.

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The physician worked in the right atrium and planned to work next in the left atrium. During the transseptal phase, a pericardial effusion was detected via intracardiac echocardiography (ice). The pericardiocentesis yielded 200 ml. The patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects in the electrophysiology lab. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/19/17. Initially, the lot # reported was unknown. However, during assessment the lot # of 17639184l was discovered. Therefore, fields expiration date, manufactured date and unique identifier( UDI) have been populated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Clarification was received on october 13, 2017 confirming the concomitant ablation catheter as thermocool smarttouch bidirectional sf catheter / us catalog #: d134805 and the reportable ablation catheter as thermocool smarttouch sf / us catalog #: d134701. The smart ablate generator / us catalog #: unknown / serial #: unknown was also used during this procedure. (B)(4).